Event description:
My husband (B)(6) has had a 6 year history of heart disease. He has had a bypass (2007), pacer/ICD (2007) and has been followed regularly by cardiology. Since that time, he has been on numerous medications including diovan, bumex, potassium, aldactone, coreg, and amiodarone along with lantus for type ii diabetes. Ejection fraction has been as low as 15% up to 20%. He functioned well with that ef and never stopped working. In (B)(6) after 6 years, the pulse generator was changed in his pacer and he did fine procedurally and was an outpatient. In early (B)(6), (B)(6) began to feel more short of breath, coughing and having to sit up to breath - he slept better that was as well. (B)(6), went to see his blood specialist for monitoring of an increased white count. The specialist called it chronic lymphoproliferative disorder. It did not require any treatment. (B)(6) continued to work. The following week, we went to our family doctor complaining of that same shortness of breath. Doctor did a chest x-ray. He noted a "big heart" and slight congestion. (B)(6) was actually feeling better and noted that. The next week, ((B)(6)), we went to doctor (B)(6), cardiologist, and told him the same scenario with the shortness of breath and doctor decided that it was time for a stress test and echocardiogram. We went over all his meds and were told to hold the coreg the day of the test. On (B)(6), we arrived at the doctor's office at 6:20 am for the test. After talking with 2 people, an IV was started in his right arm, we reviewed his history and flushed the site with saline after injecting something. The stress test started with multiple images while lying down and another 4 minutes on the treadmill to distribute the isotope according to the nurse. After this portion, we waited for someone to call and do the echo which they did. I (wife) went with him for this test. Went to a small room with just the cot and sonographer. (B)(6) took off his shirt, she attached electrodes, and began the echo as he laid toward his left side. (B)(6) told the sonographer he had been short of breath but was feeling better. After completing half of the procedure, she advised that she wanted to inject an agent that would see walls of the heart better. She called "(B)(6)" who came in with an injection. I asked her what (B)(6) would feel. She said nothing. Immediately following the injection, I saw a "puff of smoke" on the screen and said that's amazing--- she said "isn't it? It does look like smoke" within seconds, (B)(6) said I feel flushed. (B)(6) did not even look at him and said "it'll pass." He became restless and sat up to the side of the bed, he said something about a bm, I jumped up right in front of his face, and said again- I feel flushed and began to mumble ...terrible" I yelled to the staff member, "look at this" (B)(6) was scarlett over all of his exposed skin and had bumps everywhere- (B)(6) turned around and patted his chest with a towel or something and again said, it'll pass. I touched his forehead, and yelled no it won't-- get a pressure. At that point, I cupped his face in my hands and kept saying look at me look at me-- the sclerae of his eyes were very red, his eyes glazed over and he said "oh god." That was the last he spoke. I helped lay him down. A doctor came in, said call an ambulance and told me to leave. I stayed very close. I called family and heard someone say- get the crashcart. The emts came and performed CPR and he was tubed. After transporting him to the local hospital, he was pronounced dead after the emergency room team continued life saving efforts. Diagnosis or reason for use: echocardiogram- no precautions used at all.